Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
No ge service was provided. Fault was cleared by the customer. No conclusion can be drawn as repair info is not available.